Manufacturer narrative:
It was reported that the surgeon used the -2 cut guide on tibia and still felt that the thicker inserts provided with the kit were loose. Conversion to an off-the-shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon used the -2 cut guide on tibia and still felt that the thicker inserts provided with the kit were loose. Conversion to an off-the-shelf knee implant system occurred.